Event description:
It was reported by the rep that during a lap. Gastric banding procedure went well. The surgeon discovered that the port flipped post-op. The port will be replaced at a later date.

Manufacturer narrative:
Date sent: 3/27/2009. Information anticipated, but unavailable at this time.